Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose by location 1 of the muffler. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage by manufacturing fixture. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor had a hole in the hose and an air leak in the hose. There was no delay due to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.